Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered shocks for atrial fibrillation (af) with rapid ventricular response that was detected as fast ventricular tachycardia (vt). The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: ddmb2d4, ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.